Manufacturer narrative:
Correction: upon receipt of the device for analysis and the subsequent completion of the device analysis, (B)(4): analysis of the implantable neurostimulator (ins) found the device had reached ¿normal end of life¿ and had ¿okay¿ telemetry and output.

Event description:
It was reported that there was premature battery depletion. The action required as a result of the event was there would be a replacement. No diagnostic testing or troubleshooting was performed. The customer was very astonished about the rapid battery depletion. The patient was alive with no injury. No patient symptoms were reported. It was later reported that the week prior to (B)(6) 2014, the device was at elective replacement indicator (eri). Additional information received reported the patient¿s therapy was for parkinson¿s disease. No malfunctions were seen or cause of issue determined. A replacement was planned or taken. The patient outcome was ok.

Manufacturer narrative:
(B)(4).